Event description:
Company representative reported with an issue of "leakage", water supply issue ". According to the report, the intended upper endoscopy procedure was completed using the same set of equipment. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found leakage on switch 4 (switch section/remote switch) due to damage. The customer reported issue of leakage, water supply failure" was confirmed. In addition, inspection found the device nozzle was found clogged with foreign material. Irrigation error was noted. This condition attributed to insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires were stretched. Due to wear of angle wire, the play of u/d knob is out of the standard value. Connecting tube has a wrinkle and has a dent. C-cover distal end has a scratch. Light guide (lg) lens has discoloration. Objective lens has discoloration. Adhesive on a-rubber (adhesive connection) has a chip. Electrical connector -el-connector has corrosion. S-connector has corrosion. S-connector has a scratch. Protector of universal cord on s-connector (scope -connector) side has a scratch. Universal cord has a scratch. Grip has a scratch. S-cover has a scratch. Suction cylinder (s-cylinder) is shaved. Up/down knob has corrosion. Forceps elevator fe lever has a scratch. Right/left knob has a crack. Control unit has a scratch. Switch box has a scratch. Bending tube is deformed. Due to dirt on objective lens, foggy image occurred. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it ¿ the facility noted ¿unknown¿. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted ¿unknown." Flushed air/water nozzle with detergent solution. Wiped/brushed the air/water channel with clean lint ¿free cloths, brushes, sponges. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility ¿sink is narrow¿ cds washer- kaigen washer used. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and it is unclear if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.